Event description:
The user facility reported that patient had a 5.5 pump placed to support surgical patient. The pump was supporting while bridging to a left ventricular assist device. The pump was explanted after 16 days with high purge pressure. The malfunction caused no harm and patient survived the weaning and explant.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: the instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction]. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible.

Event description:
Additional information indicates that increase in the purge pressure and decrease in the purge flow below 1 despite adequate anticoagulation. Patient was successfully weaned from impella.

Manufacturer narrative:
The root cause of the high purge pressure was not determined due to inconclusive evidence from the product evaluation, insufficient clinical details and unreturned data logs for verification.